Event description:
Reportedly, when removing the drape, a nurse noticed a wound on the upper abdomen of the pt. The doctor that was present was informed of the wound. The operating staff discovered a burn hole through the drape. They had not heard a noise from the bovie hand piece, nor smelled a burn odor, and the pt never complained of pain or discomfort during the procedure. The doctor treated the wound.